Event description:
It was reported that following the implant of a transcatheter pulmonary valve, the patient had the onset of atrio-ventricular (av) block. Additional information was received that av block occurred prior to the implant procedure. The av block that occurred was a pre-existing second degree av block and atrial tachycardia; therefore, the av block was not considered to have occurred as a result of the implant of the transcatheter pulmonary valve. An electrophysiology study was not performed prior to implant. The patient was on anti-arrhythmic (digoxin) medication prior to the implant procedure, and was taking a different (amiodarone) anti-arrhythmic medication after the implant procedure. It was noted that the transcatheter pulmonary valve was implanted for pulmonary valve regurgitation, and the valve was implanted in the annular position. A permanent pacemaker was not implanted, but may be implanted in the future. Per the physician, the patient's pre-existing condition contributed to the av block.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. The conduction disturbance that occurred was a pre-existing/baseline condition and was reported to not be related to the implant of the valve. Updated data: b5. D6a. B2: implanted date is approximate. Year is confirmed valid. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, the patient had the onset of atrio-ventricular (av) block.